Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5.1 controller board caused the station to glitch. A field service engineer replaced the drawer 5.1 controller board to resolve and confirmed that there were no physically burned boards; the customer indicated the board was causing the machine to glitch. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 5 board was burned, and the user had to unplug it, otherwise, the machine would not turn on. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.